Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The user had experienced ongoing elevated blood (bg) levels ranging from 180 mg/dl to 275 mg/dl with medium ketones. Reportedly, the user vomited. The user addressed bg level by reverting to manual injections.